Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced occlusion of the vein which may have been caused or contributed to by the chronic right ventricular (rv) lead. A venoplasty was performed in response to the occlusion. The lead remains in use. No further patient complications have been reported as a result of this event.